Manufacturer narrative:
(B)(6). Section d4: the healthcare facility did not provide complete device identification information. Section h11: fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject rt266 infant dual heated evaqua2 breathing circuit with mr290 autofeed chamber to f&p healthcare new zealand for evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in ohio, that an rt266 infant dual heated evaqua2 breathing circuit with mr290 autofeed chamber was observed leaking air during patient use. The healthcare facility reported that the patient showed a drop in saturation, which returned to normal after the circuit was replaced. Fisher & paykel (f&p) healthcare is currently in the process of obtaining further information regarding the reported event.